Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, the display was dim, faded and pink. A test display was attached to the pump and illuminated properly without discoloration. Unrelated to the complaint, the cartridge compartment showed evidence of thread damage.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: dim, pink, faded display.